Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp 010835 ¿ the dentist reported that 1 year after dental implant was installed in intraoral region #8, its non-osseointegration was observed. Fifty ncm of primary stability was achieved and the procedure of immediate load was performed.